Manufacturer narrative:
It was reported that the valve was installed in reverse in the assembly. When the perfusionist started the vent pump, air was pushed through the coronaries instead of pulling it. The vent pump was stopped and retrograde coronary cardioplegia was immediately given to clear the coronary. Perfusion immediately cut the valve out of the line and replaced it in the proper direction to complete the case. No adverse effects to the patient were noted and the patient came off pump with excellent cardiac function. Since the valve was replaced properly, there are no items to send for investigation. Device history record for lot number 92307330 was reviewed on 2021-06-02. There are no evidences indicating non-conformance or deviations of the product in question during manufacturing and final release of this specific lot. Mcp antalya investigated the issue by using ishikawa diagram. It was found that the assembly of valve is done by production operators and is applied to 100% visual control in regards to direction of the valve. There are 100% visual control in basic operation procedure (bop) 9201212 and in si-b-19 cts in-process control instruction rev13. There is also visual check in instruction for use (IFU) which is performed by users to ensure the one-way valves are connected in the correct direction of flow toavoid that air enters the arterial line or the cardioplegia line. Based on the investigation results, the root cause of the issue could be determined as production error: reverse/wrong assembly and inadequate visual control. Production operators were informed on 2021-09-28 about the complaints of the investigation results and the employees were retrained for production step. For improvement, si-b-19 cts in-process control instruction was revised to rev14 including below control point: "while ¿all direction and filter assembly controls¿ are performed during the assembly, in the one-way valves without air test, the operator only removes the cap of the side to be assembled and does the assembly. For the assembly of the other side, the second operator removes the cap of the side to be assembled and does the assembly." The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : scrapped.

Event description:
Complaint #: (B)(4).

Manufacturer narrative:
Investigation is in progress. A follow-up medwatch will be sent when further information becomes available.

Event description:
It was reported that the one-way valve in tubing set was installed in reverse in the assembly. When the perfusionist started the vent pump, air was pushed through the coronaries instead of pulling it. The vent pump was stopped and retrograde coronary cardioplegia was immediately given to clear the coronary. Perfusion immediately cut the valve out of the line and replaced it in the proper direction to complete the case. No adverse effects to the patient were noted and the patient came off pump with excellent cardiac function. Complaint #: (B)(4).